Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of benefit while utilizing the therapy. The patient underwent a revision procedure where the full dbs system was removed. The patient was doing well post-operatively. The explanted devices were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2201-45-dc serial: (B)(4), batch: 5168323. Product family: dbs-linear leads, upn: (B)(4), model: db-2201-45-dc, serial: (B)(4), batch: 5173759. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7082801. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7082795.